Event description:
There is no allegation that the death was device related. It was reported that the patient expired and the cause of death was unknown. The patient was found at home by the caregiver. No further information is available.

Manufacturer narrative:
No medwatch form was received.